Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for no sustained right ventricular lead noise. Stored egms confirmed oversensing. The noise was not reproducible. Programming changes were recommended. The patient notifier was enabled and the patient will be enrolled in merlin.net.

Event description:
New information notes that programming changes were made. The vibratory alert was turned back on. No further information is available.

Event description:
New information received notes that the asymptomatic patient presented to clinic with low, out of range pacing lead impedance. Programming changes were made. The patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.